Event description:
It was reported the patient observed a "low ipg" warning message on her ipg. The ipg longevity was calculated to be approximately 50 months which would be around (B)(6) 2014. An sjm representative met with the patient and cleared the warning message. Follow up information identified the patient's ipg is unable to communicate. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.